Event description:
It was reported that during a device change out procedure, the right atrial lead had dislodged. The lead was capped and replaced. The patient was in stable condition and would continue to be monitored.

Manufacturer narrative:
.